Event description:
I got lasik surgery and now I have debilitating eye pain. Every year it had gotten worse despite trying numerous treatments for dry eye and corneal neuralgia. I lost my job because of this pain and am extremely limited in what I can do.